Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaint for sheath distal tip split was confirmed based on evaluation of the returned device. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Available information suggests that patient factors (calcification) may have contributed to the event as scratches were present on the distal shaft. Sharp, calcified nodules within the patient access vessel can act as physical obstacles. As a result, the operator may apply increased push force or manipulate the device to overcome the difficulty, which may lead to the alleged/observed sheath damage. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 23mm sapien 3 ultra resilia valve, upon insertion of the first esheath the esheath would not fully advance in the aorta even after using esheath dilator. The team decided to use a new esheath and upon observation of the old one, the tip was torn. A new esheath was advanced with no problem and no patient harm was caused. Per additional information provided by the fcs, the angle of insertion was not steep and there was no difficulty with withdrawal. Per pre-deco evaluation of the returned device, the distal tip was split.

Manufacturer narrative:
The investigation is ongoing.